Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and ER visit. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient visited the emergency room (ER) due to high blood glucose (bg) levels while wearing the pod longer than 48 hours on the abdomen. The patient's glucose history is as follows: (B)(6). The patient administered a manual insulin injection which brought the bg levels down to 10 mmol/l (180 mg/dl) but bg levels started increasing again. At the hospital the patient was treated with another insulin injection.